Event description:
It was reported that the patient received the realize band about a year ago. The band was removed due to erosion. The erosion was found in the wrap. The patient is fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.